Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement and displacement test. However, pump trace download analysis confirmed the pump alarmed power error detected. The power management tool confirmed power error detected was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. The insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Event description:
The customer reported via phone call that their insulin pump had a power error detected alarm. The customer¿s blood glucose was 170 mg/dl. The customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer has not previously called to report power error detected. The troubleshooting steps were provided for the power error. The customer was advised the insulin pump will need to be replaced and customer refer to back up plan. The insulin pump will be returned for analysis.